Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be unresponsive to presses. The keypad was removed and the down button contact was found to be inverted and adhesive was observed under the contrast button contact. Unrelated to the complaint, the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the down arrow keypad button was unresponsive. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).